Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and four physical samples were provided to our quality team for investigation. Upon inspection, the packaging was observed to be open along the long side, verifying the reported concern. During evaluation, evidence of limited separation between individual packages was observed. This could be related to an incomplete cut along the perforation, potentially caused by insufficient pressure from the cutting blades. When the cut is not fully formed, additional force may be required to separate the packages, which could result in the package seal opening. A device history review was performed for lot 2509054, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed and verified the product met required specification. While we cannot identify a direct cause, it is possible insufficient separation of the packaging resulted in the seal tearing when attempting to separate. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: during the wiping procedure as part of the airlock process at rkk d, it was discovered that the primary packaging (paper/plastic packaging) of each individual syringe was open on one of its long sides. Proper and complete sealing of the primary packaging is therefore not ensured. When did the incident occur? Before use.